Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify how the "stapling was not made correctly"? Were there any staples missing from the staple line? What was the shape of the staples (b-formation, irregular, legs straight)? Please provide further detail of the event.

Event description:
It was reported that during an unknown procedure, the plastic tip on the anvil was difficult to remove. Then, stapling was not made correctly despite the green indicator. Surgeon tried to repair the clamp and staple was made. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: can you please clarify how the "stapling was not made correctly"? Were there any staples missing from the staple line? No staples were delivered when pressing the handle. Then the device stapled properly, no staples missing. What was the shape of the staples (b-formation, irregular, legs straight)? B-formation.